Manufacturer narrative:
(B)(4) conducted an investigation of the burning mark found on the outer enclosure casing. Engineers discovered that ferrite beads l5 and l6 present within the device have been partially burnt, but observed temperature is within the acceptable range as per (B)(4). The cause of the ferrite bead burn stems from gradual degradation of the ferrite beads over time (the device is over eight years old). Because the beads are in series with power supply, complete burning can shut off the device, preventing further elevation of temperature. The device enclosure material has ul 94 hb flammability rating; therefore, the risk of flame is unlikely. The device is also protected by an isolation barrier, ensuring electrical safety. The current limiter in the device functions to limit power supply current, limiting device temperature. In general, there is no safety issue from the heating up of the device. No further action is required.

Event description:
The device has brown burning marks on the outside of the casing. No one was injured.